Manufacturer narrative:
The device was returned to boston scientific for analysis. The dilator was returned inserted in the faradrive sheath and was removed to proceed with further analysis. An attempt to evaluate the sheath for functionality by rotating the steering knob, to engage deflection was successful as the device achieved and maintained deflection with no complications. Microscopic inspection of the dilator tip confirmed the tip to be damaged.

Event description:
It was reported that the dilator tip was shaped abnormally. During preparation for an ablation procedure to treat atrial fibrillation (af), a faradrive steerable sheath was selected for use. Prior to insertion, it was noted that the tip of dilator had an abnormal shape. The device was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis. However, device analysis found the dilator distal tip to be damaged.